Event description:
It was reported that the roller pump displayed a 'belt slip' message. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Per the user facility's biomedical engineer, during priming the pump performed correctly and the issue occurred during cardioplegia delivery to the patient. The pump was warmed up and operated several times before being used to deliver cardioplegia. Fluid was ran through the cardioplegia pump for at least 5-10 minutes for initial de-airing of the circuit. The correct occlusion of the roller heads was then checked and adjusted by monitoring the pressure in the tubing at different pump increments. Prior to bypass, the cardioplegia pump was ran again to de-air the line to the sterile field.

Event description:
Additional information was received that the roller pump 'belt slip' occurred during use of the device for cardiopulmonary bypass (cpb). As mitigation, the occlusion on the cardioplegia pump was reset multiple times to get the pump to move forward without slipping, though even at minimal occlusion the pump still seemed to have issues. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) could not duplicate the reported complaint. The fsr opened the pump to check for a leaking bearing and to check the belt condition which appeared to be fine. Release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm) during cardiopulmonary bypass (cpb) whereby they got a belt slip error message on the cardioplegia (cpg) pump and had to reset the occlusion multiple times to achieve forward flow. There was no delay, no blood loss, and no change out, and the procedure was completed successfully. According to the end user, the cpg pump performed correctly during priming and the occlusion was set using the pressure method. Prior to bypass, the cpg pump was run again to de-air the cpg line going to the sterile field. Then on initial cardioplegia delivery to the patient, the belt slippage occurred and the occlusion had to be reset to achieve forward flow, noting that the pump motor seemed to struggle with even minimal occlusion.